Manufacturer narrative:
Vendor evaluation of the transducer determined damage to the window allowed oil separation which caused no image to be produced. Investigation results also identified scratches to the window and a broken rotation cable in the control handle.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t transducer was not producing an image. There was no injury associated with this event.